Manufacturer narrative:
Other, other text: one cadd solis hpca pump was returned for analysis. The sensor range test was performed. When clamping the upstream occlusion, pump did not alarm. Three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published the plus or minus 6 percent specification. It's recommend that the pumps expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis hpca pump failed upstream occlusion and accuracy test. No patient was involved in this event. No adverse effects were reported.